Event description:
It was reported that customer suspected damage to pump housing and usb port, with possible damage to usb pins causing difficulty plugging in the cable. There was no reported impact to the customer¿s blood glucose level. Customer support requested a photo of affected area for further review, and no additional information was received regarding the outcome of the event.